Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included back pain and depression. Previously administered products included for an unreported indication: depo-provera from 2000 to 2005. Concurrent conditions included obesity. Concomitant products included clonazepam (klonopin) since 2011, gabapentin since 2010 and tramadol from 2010 to 2016. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed/psychological or psychiatric problems condition: depression"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes,"), weight increased ("weight gain"), pelvic pain ("pain") and headache ("headache"). On an unknown date, the patient experienced anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), uterine pain ("pain / uterus pain"), back pain ("back pain") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, depression, anxiety, menorrhagia, dyspareunia, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, migraine, vaginal discharge, uterine pain, back pain, weight fluctuation, mood altered, weight increased, pelvic pain and headache outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: the patient began to experience severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received,concomitant product ,new event hormonal changes describe, weight gain, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included back pain and depression. Concurrent conditions included obesity. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed/psychological or psychiatric problems condition: depression"), anxiety ("anxious"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), uterine pain ("pain / uterus pain"), back pain ("back pain") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, depression, anxiety, menorrhagia, dyspareunia, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, migraine, vaginal discharge, uterine pain, back pain and weight fluctuation outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: the patient began to experience severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement . Most recent follow-up information incorporated above includes: on 12-mar-2018: pfs received. Essure insertion date was provided (2005), essure model number updated. New events abnormal bleeding (vaginal, menorrhagia),migraines / headaches, uterine pain, back pain, bladder or urinary problems or changes, essure confirmation test not performed, weight gain/loss, allergic or hypersensitivity reaction and concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("depressed"), anxiety ("anxious"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed. At the time of the report, the dysmenorrhoea, depression, anxiety, menorrhagia and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: there is a discrepancy in insertion and removal date with the removal date being reported one year and nine months before the insertion date. The patient began to experience severe menstrual pain, heavy menstrual bleeding, and dyspareunia, among other symptoms. These symptoms continued and caused the patient to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.